Event description:
It was reported that the ventilator failed internal leakage and o2 sensor tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufactrer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. Simulated use testing of the received air gas module has reproduced the described customer issue. No device log files were received. Our investigation has concluded that the reported problem with a failure during pre-use check is due to a broken inlet supply pressure transducer. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The cause of the broken inlet supply pressure transducer has not been determined.